Manufacturer narrative:
The device history review was completed. There were no issues identified that could have contributed to the reported complaint. On the 22nd-july-21, the complaint device was received in veryan offices in the fully deployed position. The lot met the relevant in-process monitoring acceptance criteria. A review of the manufacturing in-process stent visual inspections was carried out to confirm that the overlapping strut configuration, found during the investigation of the returned device, had not been detected during visual inspections. The investigation concludes that the stent had the proper strut pattern and alignment following manufacturing, and occurred post-deployment, therefore not contributing to the resistance reported in this case. Based on the review of the returned stent, the most likely cause for the overlapping struts was due to handling, following deployment of the stent on the benchtop. Due to the nature of this complaint, it is likely that the difficulty with deployment of this biomimics 3d device was caused by the anatomy of the patient. The physician noted significant resistance when attempting stent deployment and was ultimately unable to reach the deployment force necessary to deploy the stent from the outer braid. In this case, the physician made multiple attempts to deploy the stent despite the high resistance. It is important to note that the biomimics 3d stent IFU-3 version 3.0 indicates the following warning statement: "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead carefully withdraw the sds without deploying the stent." This investigation concludes that the biomimics 3d device was manufactured as intended. The reported complaint is not related to a device deficiency. The coding has also been updated to reflect completion of this investigation. The lot met the relevant in-process monitoring acceptance criteria. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The investigation is still ongoing. If further information regarding this event becomes available, or the investigation is concluded, a follow-up report will be submitted.

Event description:
The subject is enrolled in the biomimics 3d USA post-market observational study and was implanted with one biomimics 3d vascular stent (7 x 150mm) on the (B)(6) 2021. The biomimics 3d vascular stent system was tracked over the iliac bifurcation to the right femoropoliteal segment. Once in position the tuohy borst valve was loosened and deployment was attempted. Even though the veryan representative reports that there was a 1cm-2cm separation of the nose cone from the distal tip visible under fluroscopy, the stent would not unsheathe and expand despite multiple attempts. The physician removed the system from the patient, and attempted to deploy the stent in the surgical field to enable direct visualisation of the device. Once the delivery system was straightened, the stent deployed but required substantial force. A second biomimics 3d vascular system (7 x 150mm) was advanced over the guide wire and into position where it was deployed successfully however there was some reported difficulty with this deployment also. There was no impact to the patient.